Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the air sensor and downstream occlusion (dso) seal was detached. There was unknown patient involvement.

Manufacturer narrative:
A1 - a6, b5 - b7: updated. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a detached air detector, a delaminated downstream occlusion (dso) seal and a buckling upstream occlusion (uso) seal. The air detector, dso seal and uso seal were replaced to fix the issue.

Event description:
There was no patient involvement.